Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use and clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 french peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported a patient was on impella rp flex support and after dilating, the doctor noticed the 23 french sheath's hemostatic valve was bleeding quite a bit. After trying to assess what the issue was, the doctor decided to open a new sheath. The patient survived the explant.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was determined to be most likely lack of vessel recoil because the bleeding from the hemostatic valve of the introducer sheath. G.1 revised reporting contact email since the initial manufacturer device report 1220648-2024-22199 was submitted in accordance with updated procedures.